Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) exhibited errors. It was indicated that a display wire was pinched and the insulation was compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) exhibited errors. The epg was returned for service. There was no patient involvement.